Event description:
It was reported that during an implant procedure, the lead exhibited under-sensing, low r wave sensing, and failure to extend the helix following a repositioning attempt. A new lead was used to complete the procedure. No adverse patient consequences were reported.